Manufacturer narrative:
E1: address line 1 "(B)(6)". H3: one device was received for evaluation. The service history identified that the device had not been in before for repair or service. Functional and visual tests were done. Internal inspection was executed and found that the motor does not work well, the gear was loose. The customer reported problem was confirmed and to solve the problem, the gear will be attached.

Event description:
It was reported that the device exhibited error 41622. The defect was discovered during de device testing. There was no patient involvement.